Manufacturer narrative:
The date of event is estimated. Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer reference number:3006705815-2023-08235. It was reported that the patient was experiencing ineffective therapy. X-ray imaging revealed migration of leads. As a result, surgical intervention was undertaken on (B)(6) 2023 where the leads were repositioned to address the issue.